Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the ventilator's lcd display screen was found to be damaged. The ventilator's lcd display screen was replaced to address this issue.